Event description:
It was reported that a (B)(6) hispanic female patient underwent a primary breast augmentation with two 590cc mentor memorygel breast implant prostheses and experienced left-sided breast pain, anisomastia, surgical intervention, and right-sided grade iii capsular contracture postoperatively. The diagnosis was confirmed by a healthcare professional. The patient underwent unilateral removal and replacement with a 590cc mentor memorygel breast implant (right catalog #:3505590bc, right serial #:(B)(4)) for the right side and surgical intervention (scar revision and mastopexy) for the left side on (B)(6) 2022. This report is for the left-sided prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast pain, anisomastia. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information received on april 6, 2022 indicated that the right side cc, baker grade is IV. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. This report is for the left-sided prosthesis. Manufacturer¿s reference number: (B)(4).